Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was seen in clinic, the lvad system history showed pump stoppages all while on wall power. Technical services reviewed submitted log files and captured pump stoppages and speed drops. The pump stoppages are very brief and occurred while connected to the mobile power unit (mpu). This may be caused by a percutaneous lead short to shield. On (B)(6) 2018, it was reported that the mpu was corrected properly. The pump stoppages were resulted to a short to shield. The patient was scheduled for a pump exchange on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the device confirmed an issue that could have contributed to the report of pump stops and low speed events, which were observed in the submitted system controller log file. The submitted log file captured several pump stops and low speed advisory/hazard alarms while the system controller was connected to a mobile power unit. In addition, low flow hazard alarms were associated with the low speed hazard events. The device was returned assembled with the driveline severed approximately 3¿ from the pump housing. The remainder of the driveline was not returned. The outer silicone jacket and bionate layers appeared unremarkable. The metal braided shield appeared slightly pulled away from the nipple of the pump housing. Visual inspection of the underlying wires revealed a breach in the insulation of the black wire adjacent to the nipple of the pump housing, exposing the inner conductors. The observed wire insulation damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed conductors of the black wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the mobile power unit, the resulting electrical short to ground could have caused the pump stops and low speed events observed in the submitted system controller log file. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The heartmate ii lvad instructions for use includes sections entitled ¿unique treatment issues¿ and "caring for the driveline" which outline indications of driveline damage as well as how to respond to such events. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. In addition, the patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received on 13jun2018, the patient underwent a pump exchanged on (B)(6) 2018 and the device was returned for evaluation. No additional information was provided.

Manufacturer narrative:
Device available for evaluation and device evaluated by MFR: additional information.